Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient said she is having pain at the implant site and down her leg which started 2 weeks ago and the pain has been excruciating. Patient said sometimes she can't get up. Patient said she turned stim off and the pain has not gone away. Patient asked if the device can be removed. Patient said the device not helping her, that the device stopped helping her this summer. The patient was advised to consult with their doctor. Additional information was received on 2020-02-28. It was reported that the device was taken out on (B)(6) 2020. The pain stopped after the device was removed and the cause of the event was not determined. No diagnostics were taken, but the patient noted they were fine after the device was removed.